Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-12154. It was reported that the physician was not content with the placement of the leads during the initial procedure. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had the leads explanted and replaced. Therapy has been restored post-op.